Manufacturer narrative:
The alarm trace did not indicate an issue. Qc data was not provided but the customer stated qc was acceptable. The field service engineer (fse) found the ion-selective electrode (ise) flowpath was contaminated. He bleached this area but had an issue with the ise reference solution alarms after. This issue was resolved by the replacement of the syringe seals. He then performed ise checks with acceptable results. The user performed calibration and qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na, k, ci for gen.2 (sodium, potassium, chloride) results for one patient tested on a cobas 6000 c (501) module. The user noted the qc to be within normal ranges but noticed a "dip" in the results. The user ran the patient's sample and reported the results outside the laboratory. The user recalibrated and reran the qc for the reported assays. The same sample was then rerun on the same analyzer and the user obtained different results. The repeat results were deemed to be correct. The initial sodium result was 127 mmol/l with a repeat of 141 mmol/l. The initial chloride result was 94 mmol/l with a repeat of 104 mmol/l. The initial potassium result was 4.6 mmol/l with a repeat of 4.0 mmol/l. The electrode lot numbers and expiration dates were asked for but not provided.